Event description:
On 06/06/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1981-08s oats harvester tip of the recipient harvester curled up. This case was completed by using another product of same product number. No patient harms.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error, due to mechanical damage to the device, such as hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during the use.